Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that all keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the up and down buttons have been sticking. The reported denies that the patient cleans the pump. There was no reported patient impact associated with this complaint.